Event description:
During a starr procedure there was non-stapling of the anterior rectum, but the device did cut. Some staples were seen laterally. The case was completed by suturing the anterior rectum. Upon suturing the rectal tissue, the needle broke off in the tissue. After extensive search, including removal of all sutures, x-ray of area and consulting a 2nd surgeon, the needle was unable to be retrieved. This event resulted in an extended or time and change in procedural approach intent.